Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No display ramping on its own anomaly noted. The device had minor scratches on lcd window, broken belt clip slot, and cracked battery tube threads. (B)(4)

Event description:
Customer reported via phone call, she checked her blood glucose and was trying to her carbohydrates the number on the device kept scrolling. The buttons aren't responding properly. Customer's blood glucose was 150 mg/dl. Customer didn't recall any significant event which may have caused the keypad issues. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.